Event description:
It was reported that following a software update the programmer was unable to identify an implantable heart device. It was further reported that although it was verified through the "update history" that software had been installed the "model" screen and the "select model" screen did not have any software applications listed. All windows for the software applications were blank. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to identify devices and therefore the software was reloaded and the hard drive reconfigured. Concomitant product: product ID 229047 software analyzer. (B)(4).